Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip did not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 3.8 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level met the standards. The angiographic result post procedure showed smooth blood flow. It was reported that the stent tip could not be opened after multiple attempts. It was suspected to be damaged. It was opened in vitro and was slightly damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and were not used off-label. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the pipeline flex embolization device pusher assembly was not returned. Due to the condit ion in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were unable to be determined. It is likely the cause for ¿failure/incomplete open distal¿ is the result of re-sheathing the device more than two times. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that a marksman catheter was used. There was a slight kink observed on the catheter after removal.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the pipeline flex embolization device pusher assembly was not returned. Due to the condit ion in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were unable to be determined. It is likely the cause for ¿failure/incomplete open distal¿ is the result of re-sheathing the device more than two times. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported resistance occurred with the pipeline in the distal end of the marksman microcatheter. The catheter was flushed per IFU during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was that the stent could not be opened. The failure occurred in the distal section of the pipeline. The device had not been placed in a vessel bend when the issue was observed; however, the operator reported greater resistance during delivery. An attempt was made to resheath the pipeline in order to facilitate opening.